Event description:
Medtronic received information of a pseudoaneurysm of right femoral artery. Sheath was being used as part of a phased rf ablation procedure on (B)(6) 2014. Procedure completed without issues. On (B)(6) 2014, patient presented to hospital and reported a sudden onset of right thigh pain followed by swelling. Ultrasound revealed large right groin hematoma. Patient underwent thrombin injection of right groin pseudoaneurysm on (B)(6) 2014 and this was repeated again on (B)(6) 2014. Repeat ultrasound on (B)(6) 2014 showed successful thrombosis. On (B)(6) 2014, patient reported continued right leg pain and edema and repeat ultrasound was positive for pseudoaneurysm of right common femoral artery. Thrombin injection scheduled for (B)(6) 2014. No additional updates have been received to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.